Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 2.50 x 8 mm taxus express2 drug eluting stent, the stent was found flared. The procedure was successfully completed with another 2.50 x 8 mm taxus stent. No pt complications were reported. The pt status is reported as "satisfactory/good".